Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 220 units of insulin. Subsequently, the customer's blood glucose (bg) level was 295 mg/dl. Reportedly, the cartridge decreased to 0 units as expected during the middle of the night while the customer was asleep. The customer woke up and changed the cartridge and delivered a correction bolus to address the bg level.